Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown trident 32 zero degree liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital policy.

Event description:
Patient's right hip was revised due to dislocation. Surgeon revised head and liner to a constrained liner.